Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level. Reportedly, elevated bg level was due to a non-tandem infusion set kinked tubing. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.